Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had cracks in the casing and screen along with recurring battery issues. The patient's blood glucose at the time of incident is unknown. The customer experienced diminished battery life (less than three weeks) and five failed battery test alarms. Troubleshooting did not occur. The insulin pump was not returned for analysis.